Manufacturer narrative:
Concomitant medical products: 1388t lead implanted (B)(6) 2010; 2088tc lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post right ventricular (rv) lead implant the patient experienced an infection. The rv lead was explanted and replaced. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.